Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the customer stated that they inflated the balloon of a 6/7f mynxgrip vascular closure device and when they pulled back on the device, it came completely out through the sheath. Upon the customer's investigation, they said the balloon had popped. There was no reported patient injury. Hemostasis was achieved using a different non-cordis closure device. The event involved a second device used on the same patient. The burst occurred during use on insertion. The procedure was an embolization case using a retrograde approach. The patient had a history of peripheral vascular disease (pvd) and previous stents. A 6f non-cordis sheath introducer was used. An angiogram was performed, and a stent was visualized in the artery distally with no tortuosity noted. All devices were stored according to the IFU. A stent was present inside the artery. The balloon lost pressure on the first stop, and the device came out through the sheath before the second stop. It is unsure if the sheath had any damage. The devices were returned for evaluation.

Manufacturer narrative:
As reported, the customer stated that they inflated the balloon of a 6f/7f mynxgrip vascular closure device and when they pulled back on the device, it came completely out through the sheath. Upon customer's investigation, they said the balloon had popped. There was no reported patient injury. Hemostasis was achieved using a different non-cordis closure device. The event involved a second device used on the same patient. The burst occurred during use on insertion. The procedure was an embolization case using a retrograde approach. The patient had a history of peripheral vascular disease (pvd) and previous stents. A 6f non-cordis sheath introducer was used. An angiogram was performed, and a stent was visualized in the artery distally with no tortuosity noted. All devices were stored according to the IFU. A stent was present inside the artery. The balloon lost pressure on the first stop, and the device came out through the sheath before the second stop. It is unsure if the sheath had any damage. (B)(4): a non-sterile ¿mynxgrip vascular closure device 6f/7f¿ was returned for analysis. The unit was inspected, observing that the shuttle was not engaged to the black handle. The stopcock was in the open position, and the syringe was connected to the luer hub. The sealant and the advancer tube were in their manufactured positions. The procedural sheath was not returned for analysis. No other outstanding details were observed. Per functional analysis, an inflation/deflation test was performed by injecting water in the returned device to ensure the balloon¿s functionality according to the instructions for use (IFU). However, due to an observed leaking condition, it was not possible to inflate the balloon. The balloon was inspected using a vision system to obtain a magnified image. The rupture on the balloon¿s surface was confirmed. The reported events of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned devices. However, the exact cause of the balloon ruptures found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (patient has a history or pvd) and/or concomitant device factors (sheath was not returned for analysis, and patient had a stent in the access site vessel) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the device. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analyses, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.